Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. Visual inspection of the returned sample presented one flange of the barrel broken. That confirmed the reported issue. After analyzing the returned sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the broken flange was produced in the primary packaging machine. The conveyor belt of the hopper has two pieces to avoid the syringes to fall out, one of these pieces presented a broken part in which the syringes could be trapped, resulting in broken flanges.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced product damage with the flange breaking after taking solution.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd china experienced product damage with the flange breaking after taking solution.